Event description:
Cadd-solis vip ambulatory infusion pump alarmed "air in line." When the cadd-solis infusion pump was primed to get rid of the air (unhooked from patient), there was only about 2-3 inches of fluid at the end of the tubing before it went into the patient. This could have given the patient a deadly air embolus. The cadd-solis infusion pump kept pumping even though the alarm (not a very loud alarm) was sounding. The cadd-solis infusion pump are on vented patients that are in isolation much of the time with the door closed.